Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. After a trunk-ipsilateral leg was implanted from the left femoral artery, the physician implanted a contralateral leg distally to the ipsilateral leg. However, the contralateral leg unintentionally covered the left internal iliac artery. The physician decided to take a wait-and-watch approach. The procedure concluded with no further issue, and the pt tolerated the procedure. It was reported that the angle of the c-arm was not good, and the measurement of the length at the left leg might be incorrect.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.